Event description:
Surestep original meter was reading inaccurately high erratic. The patient reported blood glucose results of 112mg/dl, 200 mg/dl, and 396 me/dl with a lifescan meter, performed within 10 minutes of each other. However, the patient had not been cleaning the meter according to the owner's manual. The customer service representative also discovered that the test strips were damaged. The csr confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. The patient reported that there was no reaction and the confirmation dot seemed blotchy. The patient neither alleged harm nor experienced injury opr medical intervention. Based on the damaged test strips, there is an indication that the priduct meets the criteria for a medical device reportable. Patient's meter, test strips and control solution were replaced.